Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced difficulty pairing the ilet device with the mobile application during a firmware update, followed by recurring alert 32 indicating a motor processor communication error, and a version mismatch that persisted after restart and factory reset; a replacement ilet was provided, and the original was returned. Symptoms included no reported adverse clinical effects. Outcomes included no impact on health, no medical intervention, and no hospitalization. Investigation included remote troubleshooting, user education, review of reported alerts, and replacement of the affected device. Investigation of the returned device revealed a delivery motor communication malfunction consistent with a motor processor communications error, with the affected component associated with the delivery motor communication pathway.